Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was having issue with exposing. The system had to be restarted numerous times. The site also noted that the system was beeping sometimes. While troubleshooting, the error logs showed that here was a recoverable error, and the power supply was out of range. There was a system controller error as well showing that the system clock was out of spec. The probable cause was that the power supply (ps1) had drifted or was faulty. The generator complementary metal oxide semiconductor (cmos) low voltage was causing system clock issues. The next step was to adjust the ps1 and replace, if necessary, and also replace the generator cmos battery. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000852 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue was confirmed. The system also had beeping when it was booted up. The generator time stamp error showed a time clock error and defaulted to the year 2000. Ps1 supplied voltage errors in the logs. Hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c02 and d02 apply to the system checkout. B17, c20, and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.